Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. According to the customer feedback, there is no defect with our endoscope. The us-image interereferences were caused by the hospital environment. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Noise interferences with the combination of the us system and j10 scope. Actions implemented to mitigate the issue without success: look for the sources of the interferences, use of a ground wire, use of a ferrite core. When the system was moved to a different environment a reduction of the interferences could be seen. There was no report of patient harm. The time of event is during use.